Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 562 mg/dl at the time of the event. After the event, the customer was hospitalized due to cardiac reasons. At the time of the report, the reservoir could not be filled with insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.